Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Lot number provided 'j211' is not complete. Please provide the correct lot number: j2112845. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a drain product was prepared on (B)(6) 2022. It was found that there was a foreign substance like a human hair in the package. It was not used for surgery. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9. Corrected data: d1 h3 evaluation: the product was returned for evaluation. During evaluation of sample, it was found that one foreign substance like hair was present in between the tyvek side of primary and secondary pouch. An escalated analysis was initiated. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) corrected data: d1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.